Manufacturer narrative:
A loaner meter was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling,"coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Section e3: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for 1 patient with coaguchek inrange meter serial number (B)(6) . The patient¿s therapeutic range was 2.5-3.5 inr. A sample from the patient was tested in the laboratory using an unknown method resulting in a value of 3.5 inr. Within three hours of laboratory testing a sample from the patient was tested using the meter resulting in a value of 5.2 inr. A sample from the patient was tested in the laboratory on (B)(6) 2024 using an unknown method resulting in a value of 3 inr. Within three hours of laboratory testing a sample from the patient was tested using the meter resulting in a value of 2 inr.

Manufacturer narrative:
Medwatch field d10 has been updated.